Event description:
It was reported, the rigid video laparoscope had an abnormal image. The reported malfunction occurred, during preparation for use. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, h2, h3, h4, h6, h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device third party evaluation: component failure of rms button, rms board, charged coupled device and cable. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: the event occurred at the beginning of the esophageal cancer therapeutic procedure.